Event description:
It was reported that during an unknown procedure, the instrument firing mechanism on the device would not properly close clips. The site used another clip applier to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailble at this time.